Event description:
The user facility reported that during a patient procedure, hospital staff commanded the table to return to level via the hand control; however, the table returned to level and then continued into trendelenburg. When the operator removed his hand from the hand control, the table continued to move. The operator then turned off the hand control and the table stopped moving. The hand control was turned back on and then the table returned to level as commanded. No injuries were reported and the procedure was completed successfully.

Manufacturer narrative:
A steris technician inspected the table and found it to be operating properly. The technician inspected the hand control and identified a short in the hand control cable. The technician replaced the hand control, tested the table, and returned it to service. No additional issues have been reported. The table and hand control were last serviced on (B)(6), 2011 when preventative maintenance was completed. During this service visit, the table and hand control were fully inspected and found to be operating properly, no issues were noted.